Event description:
(B)(4). I have so much pain and horrible periods since I have had this put in. For 8 years I have been going to doctors for relief and they tell me nothing is wrong with me but these clips, it cost to much to have them removed and I see no reason to have to have a hysterectomy if my organs are perfectly healthy.